Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Reportedly, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 800 mg/dl with high ketones identified as life threatening by health care provider. The customer experienced vomiting and pneumothorax. Customer delivered a correction bolus and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.